Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to fire pulses. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor.